Event description:
A decrease in hearing performance with the device was reported. The recipient has been re-implanted with a new device on (B)(6) 2021.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decrease in hearing performances was reported. The user has been re-implanted with a new device on (B)(6) 2021.